Manufacturer narrative:
This lv lead will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. No guidewires were returned with this lead. The guidewire insertion test failed, which was most likely due to body fluid infiltration. This lead passed the continuity test. The initial allegations of dislodgment and muscle stimulation could not be confirmed through analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The decision was made to reposition this lv lead. There were no adverse patient effects reported.